Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that early in the ablation procedure the crossed swords icon was exhibited when the map was by itself and then would give high reading when ablating. They changed the catheter cable, but nothing changed. When they removed the catheter from the patient¿s body, they noticed blood in the force spring. The catheter was changed for a new one and they were able to complete the case without further issues. There was no patient consequence. The customer¿s reported high force and blood inside the force spring issues were assessed as not MDR reportable since the potential these could cause or contribute to a death, serious injury, or other significant adverse event is low. Also, the high force issue is highly detectable when occurring. On 25-jan-2022, pal revealed that a visual inspection of the device found a hole on the pebax with a reddish material inside. This finding of a hole in the pebax is considered to be an MDR reportable malfunction since the integrity of the device is compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed a hole on the pebax with reddish material inside. A screening test was performed, and the device was not visualized, error 105 appeared due to an open circuit on the tip area, no force errors were displayed; however, the issue found could be related to the reported event. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).